Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-18456, related manufacturer reference number: 2017865-2023-18457, related manufacturer reference number: 2017865-2023-18458. It was reported that the patient presented in the emergency room due to sepsis. It was noted that there was presence of pus drainage coming from the implantable cardioverter defibrillator (ICD) wound incision and wound dehiscence was observed which exposed the ICD, right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead. Pocket revision was performed on (B)(6) 2023 due to infection and wound dehiscence. The patient's condition was stable.

Event description:
New information received notes that the patient presented to the emergency room again due to the presence of pus coming from the implantable cardioverter defibrillator (ICD) wound incision site and wound dehiscence was observed which exposed the ICD, right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead. The entire ICD system was explanted on (B)(6) 2023 due to recurrence infection and wound dehiscence. The patient's condition was stable.